Event description:
It was reported that during preparation for a treatment procedure, a device became contaminated. While removing the 9 mm x 60 mm 2d helical 35 coil from the package, there was an issue with the packaging and the device became contaminated. The procedure was completed with another of the same device. No patient involvement.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).